Event description:
A malfunction was reported on the pump, but no notable events occurred prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within normal range. Technical support provided assistance to the caller by supplying pump reset information and assisting in resetting the device. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any further issues arose.